Event description:
It was reported that during patient follow up, backup vvi was observed. Patient was informed of risk of inappropriate therapy but chose to come back for follow up instead of immediately reprogramming. At the subsequent visit, the device successfully reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.